Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, per email communication, the requested medical/surgical records and x-rays are not available. Therefore, the patient impact beyond the revision, and the root cause of the dislocation cannot be determined. Due to insufficient information, a thorough assessment cannot be performed. Should additional clinically relevant documentation become available, the clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to dislocation, the following devices were removed: oxinium femoral head 12/14 26 mm, anthology standard offset porous plus ha stem size 5 and tndm bp shl/xlpe lnr 46od 26id. The procedure was completed using a smith & nephew back-up device. It is unknown if a surgical delay happened. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.